Manufacturer narrative:
The following concomitant products were used during this procedure: 30 degree endoscope plus, mega suturecut needle driver, force bipolar, vessel sealer extend, sureform 60 stapler, monopolar curved scissors, tip-up fenestrated grasper, large needle driver, cadiere forceps. A site history review found no additional related complaints.

Event description:
As part of a legal complaint, a patient reported they had been injured during a da vinci-assisted sleeve to bypass conversion with lysis of adhesions, and recurrent hiatal hernia repair with mesh. The patient claims that their liver was punctured: "... The liver was punctured due to the anvil side of the stapler used by the robot had slid in the subserosal space rather than being intraluminal by the robot." The patient stated they have "experienced elevated liver numbers, severe pain, and discomfort. The injury to my liver necessitated additional medical treatments, including a hospital visit two weeks following the surgery, several blood work appointments, an ultrasound, specialist (gi) appointment and a MRI of my liver, which resulted in further pain, emotional distress, and financial burden." Patient provided operative notes stated that ports were placed and then "...an incision was made just below the level of the xiphoid in line with the liver edge and the nathanson was liver retractor was placed and secured into place with the strong arm retractor." The operative notes continue, "a 2-3 cm liver laceration was noted after removing the stapler and bleeding was stopped with the vessel sealer and monopolar scissors and a piece of surgicel was left in place in the exposed liver parenchyma." The operative notes further state, "using additional white load on the sure form [sic] stapler, the cartridge was placed into the jejunal loop and the anvil was placed into the gastric pouch posterior to the lateral staple line. Maintaining an inserted length of 30 mm, the stapler was clamped and fired. After firing, it was noted that the anvil side of the stapler had slid in the subserosal space rather than being intraluminal. The bowel loop was excised off of the gastric pouch and the enterotomy in the bowel was closed using a vicryl stitch prior to advancing further along the distal bowel to approximately 5cm past the end of the enterotomy to set up a hand-sewn g-j anastomosis." The operative notes continue, "after completing closure of the mesenteric defects, the roux limb and bp of them were verified to be in correct position. 10 ml of tisseel was used to provide additional hemostasis given the additional manipulation of the g-j anastomosis and the remainder was placed over the jj anastomosis. Surgiflo was used to ensure continued hemostasis of the liver laceration after the evacuation of pneumoperitoneum."

Manufacturer narrative:
A review of the system logs for this procedure has been performed by a technical support engineer (tse) and the following was observed: during the procedure, error 100 was observed indicating the system arm might have been bumped/moved without being clutched. Error 23075 occurred indicating the surgeon let go of the master tool manipulators (mtms) while their head was still in the viewer. Multiple procedures have been performed on this system after this reported complaint with no service requests being created. As a result of this review, the tse did not recommend a field service engineer (fse) visit the site to perform system verification testing. A review of the event performed by an intuitive medical safety officer (mso) concluded that this report came from a non-medical source, some of the information provided in the description of the event is medically incorrect such as a stapler placed in subserosal space in reference to the liver. Since the liver does not have a serosa nor subserosa, this allegation is difficult to interpret. Based on the information provided in the summary of events, insufficient information is available to ascertain if any intuitive surgical products or instruments contributed to this complaint. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction: a review of the event performed by an intuitive medical safety officer (mso) concluded that this report came from a non-medical source, some of the information provided in the description of the event is medically incorrect such as a stapler placed in subserosal space in reference to the liver. Since the liver does not have a serosa nor subserosa, this allegation is difficult to interpret. The operative note describes an inadvertent placement of the stapler anvil into the subserosal space of the gastric pouch by the surgeon, a technical error, but the operative note also shows they corrected the issue intraoperatively and therefore this should have no consequences postoperatively. Based on the information provided in the summary of events, insufficient information is available to ascertain if any intuitive surgical products or instruments contributed to this complaint.

Event description:
Refer to h10/h11 for follow-up information.